Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient is reportedly doing well. Device evaluation indicated that the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Sleep current measured in the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed that there was plenty of charger thermistor triggering which could lead to prolonged charging times. The charger to ipg coupling was not always optimal which could also lengthen the charging times. The battery discharge log was not available and the battery depletion was unknown at this time. It was believed that the ipg had malfunctioned. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed that there was plenty of charger thermistor triggering which could lead to prolonged charging times. The charger to ipg coupling was not always optimal which could also lengthen the charging times. The battery discharge log was not available and the battery depletion was unknown at this time. It was believed that the ipg had malfunctioned. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was shutting on and off.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed that there was plenty of charger thermistor triggering which could lead to prolonged charging times. The charger to ipg coupling was not always optimal which could also lengthen the charging times. The battery discharge log was not available and the battery depletion was unknown at this time. It was believed that the ipg had malfunctioned. The patient will undergo an ipg replacement procedure.